Event description:
It was reported that the patient presented with anxiety. The patient reported their heart rate dropped then raced during impedance test and magnet test. It was also reported that the lead had triggered a lead warning for low impedance, and an insulation issue was suspected. The lead remains in use with no medical intervention done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.